Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6)) 2017, the receiver displayed data gaps. It was reported that an alert was received, but no details of the alert were provided. Additionally, it was reported that the receiver fell into the snow and that the receiver had been there for awhile. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of data gaps. A root cause could not be determined via data.